Event description:
Damage was reported to the pump housing surrounding the usb port, which affected the customer's ability to charge the pump and led to a shutdown of the device. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer to put the current pump into storage mode before returning it with the pre-paid label provided. The customer acknowledged and understood these instructions.